Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. A detached needle and a dispensed suture of product code vcp497 returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and marks on the edge needle that appear to be by use of a surgical instrument cold be observed. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was received dispensed and the end was observed damaged (cut), this condition causes the separation of the needle from the suture. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn't be reviewed as the batch number is unknown. According to sample condition, the assignable cause of the performance pull off suture needle was an improper handling.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled-off during tissue passage. There were no adverse patient consequences reported. No additional information was provided.